Event description:
The complainant reported that the 63-year-old male patient on impella 5.5 support, post coronary artery bypass graft (CABG) surgery, suffered altered mental status with right sided weakness. A CT of the head was performed and showed acute ischemic infarction of the right basal ganglia. The pump was explanted the following day and patient was noted to continue to show signs of improvement. The cause of stroke is undetermined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed. The device was not returned for investigation. As the clinical information was not provided, the root cause of the stroke/cva could not be determined.